Event description:
During an interventional balloon angioplasty of the coronary artery the stent catheter was inserted into the coronary artery. After inflation no stent was visualized in the artery per md. The guide catheter, guide wire and stent catheter were removed, visually inspected and no stent was found.